Event description:
The customer called for help with his system. He performed a control test during the call and received a result of 177mg/dl. The normal control range was 98-135mg/dl. No adverse events were alleged. The test strips were returned for evaluation. Replacement test strips and a new meter were sent to the customer.